Event description:
Hamilton medical ag received the following event description: "ventilator locked up and froze during ventilation. The patient was removed from device and placed on another. It constantly alarmed without showing what alarm it was. Screen was completely frozen and could not make any changes. It appeared to ventilate on old settings while screen had been frozen. " the machine had a f&p humidifier inline of the patient circuit.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing. Follow-up report: device evaluation and additional information. Updated fields: b4, b5, g6, h2, h11. The manufacturer has received and reviewed the log files related to the reported event. According to the data, the ventilator triggered a "ventilator unit connection lost" alarm on (B)(6) 2024. The log files also confirm the presence of a "high frequency" alarm, as noted by the end user. Based on the available information and the log file analysis a root cause could not be established. When the patient got the cardiac arrest, the device was alarming as intended. The freezing of the screen occurred later when the patient was manually ventilated. The manufacturer made several attempts to gather additional information about the reported event - such as whether the issue was resolved and what corrective actions were taken on the device itself (exchange of components for example) - but received no response. It is most likely that the screen froze as a consequence of the "ventilator unit connection lost" alarm, which indicates a disruption in communication between the ventilator unit (vu) and the interactive panel (ip). However, the root cause of the "ventilator unit connection lost" alarm could not be determined due to insufficient information.

Event description:
Hamilton medical ag received the following event description: additional information was received: after the patient was settled from transport, the patient became unstable and experienced cardiac arrest within a few minutes. While the rn was preforming CPR, the device issued a high priority alarm " high frequency". During chest compressions, one of the staff began manual ventilation and briefly attempted to clear the alarms and placed the ventilator in standby mode. This resulted in a high-pitched repetitive beep, and the screen appeared frozen "on high frequency alarm". A second respiratory therapist (rt) entered the room and attempted to turn off the device via the back power button, but the screen remained frozen. Eventually, the ventilator was removed from the room. "The machine had a f&p humidifier inline of the patient circuit." Note: it is crucial to emphasize that the patient's cardiac arrest was not caused by the ventilator frozen screen. The patient became unstable and experienced cardiac arrest prior to the ventilator frozen screen.